Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative initially reported that they had limited information - only knew that the patient had an infection and that the physician was considering removal/replacement. The representative was inquiring regarding time frame for post-infection reimplant. Event date: asked, unknown. Additional information received from the healthcare provider noted that regarding when did the patient first start experiencing the infection: patient stated it never healed. It was noted as "unclear" regarding if there was a device issue, patient/therapy issue, procedure issue. Regarding actions/interventions taken to resolve the infection, it was noted: antibiotics given, device removed. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and it was reported that the patient started experiencing the infection prior to his appointment on (B)(6) 2016. The healthcare provider reported that the device pocket was infected. The healthcare provider reported that the patient was treated 3 different times with antibiotics before the device was removed on (B)(4) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.